Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer also reported that battery cap was broken. After replacement of battery cap the issue was not resolved. Customer was assisted with troubleshooting but the display did not return. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.

Manufacturer narrative:
After battery installation, device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to mold and corrosion on both the battery connectors and the lcd connector located on electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device was received without a battery cap.